Event description:
The customer reported nonreproducible troponin I (accutni+3) results were generated for one patient by an access 2 immunoassay system (serial number (B)(4)). One sample from the patient generated an elevated accutni+3 result, which was released from the laboratory. The patient was admitted to the hospital. A second draw was performed and tested on the same instrument; the accutni+3 result was also elevated and was questioned by the physician. The patient's two samples were repeated on the same instrument and on an istat -- the repeat accutni+3 results were negative. All system parameters including quality control (qc), calibration, system check, and precision run were within assay and instrument specifications. The samples were collected in 4 ml lithium heparin plasma tubes. The samples were centrifuged in a statspin for 10 minutes at 4400 rpm at room temperature.

Manufacturer narrative:
The customer did not provide the patient's age, date of birth, or weight. There is no indication the access accutni+3 reagent used during this event was returned for evaluation .the cause of nonreproducible accutni+3 results could not be determined with the supplied information. There is insufficient evidence to reasonably suggest an instrument malfunction -- all system parameters were within specifications.